Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k082590.

Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ping meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged product issue began on (B)(6) 2011 at 7:30pm. The reporter stated that the patient does not take any medication to manage his diabetes and denied making any changes to the patient's normal diabetes management routine in response to the reported issue. Four hours after the alleged product issue occurred, the reporter claimed that the patient developed symptoms of being "tired and sleepy" but denied receiving any treatment in response to these symptoms. During troubleshooting, the cca was not able to determine if the patient was using the correct type of test strips. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because, the issue was not resolved with troubleshooting.